Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip detached. The procedure was completed with a second fiber and no patient complications.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic observation identified the glass cap was detached. The glass cap was not returned; therefore, the level of devitrification could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. Boston scientific concluded that the reported fiber tip break was confirmed as analysis identified that the fiber tip was detached and was not returned with the fiber. The observed condition of the fiber tip/cap is likely due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. The device instructions for use (IFU) was reviewed. The IFU states if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Review of the complaint information and the instructions for use did not reveal any evidence of device off-label use or failure to follow instructions and no patient injuries were reported. There is no evidence that any updates to the document are required at this time. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip detached. The procedure was completed with a second fiber and no patient complications.